Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; bg value was not provided and cause was unknown. Basal iq feature stopped insulin delivery to address low bg. Recommendation was made to discuss diabetes management with a health care professional. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.